Event description:
It was reported that during a liver procedure, after firing the device 11 times the blade failed to retract. The manual release failed to disengage. The device was cut off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.